Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016, at which time, the patient's entire scs system was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced diminished therapy from her scs system as well as high impedances on all lead contacts. Surgical intervention may take place at a later date to address the issue.